Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that this patient dislodged both leads twice during the initial implant procedure as they could not get him sedated and he almost fell off the table. Both leads were found to have dislodged again at the pre-discharge check. A revision procedure was performed and this atrial lead was repositioned without further incident. No adverse patient effects were reported. The lead remains in service and no other adverse events have been reported. This product issue will be re-evaluated if additional details are received.